Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Review of the event history log (ehl) found no significant evidence to support the customer-reported allegation of "failed downstream occlusion". Evidence of constant alarms not observed in ehl. An issue related to customer allegation was not reproduced through troubleshooting of the device. Evaluation inspected the device and found it to pass downstream occlusion testing with occlusions occurring at specified psi (pounds per square inch) ranges. The reported condition was not verified. The device was found to be within specification during testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "failed downstream occlusion". There was no known patient injury or medical intervention associated with this event. No additional information is available.